Manufacturer narrative:
(B)(4). Additional information: MFR site, PMA/510k. Corrected information: brand name, common device name, model #, serial #, expiration date, catalog #, lot #, other #, and UDI #. Additional information was received: product code lot number vcp345; lot # mh2274.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance breakage suture. An unopened sample was received for analysis. The complaint sample was not returned for analysis. During the visual inspection of unopened sample, no defects were observed on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was examined along of strand and no defects or damaged were noted. A functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance breakage suture was observed, and the tested sample meet the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a suture was used. During surgery, the suture broke five times. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.